Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that no device issue but device explant due to infection. Patient receiving IV antibiotics. Explant planned but date was unknown. The issue was resolved at the time of the report. Additional information was received from the rep and it was reported that the explant took place on (B)(6) 2020 and the devices were discarded.